Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-13, information was received from a patient, via a manufacturer representative (rep), receiving morphine (unknown dose, concentration of "5 mg") via an implantable pump for non-malignant pain. Information received reported there was difficulty during refills due to the pump moving under the skin. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The rep was not aware of any diagnostics/troubleshooting that may have occurred. The patient was taken to the operating room (or) to re-suture the pump to the fascia. The issue was resolved at the time of this report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the manufacturer representative (rep). The rep reported the cause of the pump moving in the pocket was broken sutures. The revision procedure occurred on (B)(6) 2019. The rep was not sure of when the pump began moving or what the difficulty was that occurred during refills.